Event description:
The event involved a tego connector, with list number 011-d1000 and lot number 14785735. It was reported that blood leakage occurred between the lines and the connector during the hemodialysis session. The product did not fit properly with some central venous catheters (cvcs), even when they were securely tightened. There was patient involvement and there was no harm as a result of this event.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.